Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2024-00185.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2024-00185.

Event description:
It was reported that patient underwent a right knee revision approximately fifteen (15) months post-implantation due to osteolysis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). D10 medical devices: tibia cemented 5 degree stemmed right size c catalog#: 42532006402 lot#: 65282288 unknown femoral catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.